Event description:
It was reported that a home patient (hp) experienced unspecified issue with their supplies during peritoneal dialysis therapy. The hp was not connected at the time of the event. The caregiver (cg) informed the technical service representative (tsr) that they needed to start over due to a problem with the cassette. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.